Event description:
It was reported that the pump is intermittently responding when the buttons are pressed and the buttons are sticking. The patient reportedly can see wiring through the thin layer of the keypad and the writing on the buttons has worn off. The patient denied getting the pump wet.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.